Manufacturer narrative:
Batch review performed on 28.july.2021 lot 1909420: (B)(4) items manufactured and released on 03-dec-2019. Expiration date: 2024-nov-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event.

Event description:
1 year and 2 months after the primary surgery the patient came in due to infection. The surgeon revised the liner and performed a washout. The pathogen is staphylococcus.